Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
No capture and a sensing anomaly on the right ventricular (rv) lead were noted. No further intervention was performed at this time and the lead will continue to be monitored. The patient was stable with no adverse consequences. Additional information was requested, but has not been received.

Event description:
Lead dislodgement causing inappropriate high voltage (hv) therapy on the right ventricular (rv) lead was noted. The lead was explanted and replaced, and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix found extended, bent, stretched, and clogged with dried blood/tissue. Visual and x-ray inspections of the lead did not reveal any anomalies except for procedural damage. Upon further analysis, the lab was unable to accurately measure the full helix extension length due to the condition the helix was received in. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The reported events of no capture, sensing anomaly and inappropriate high voltage output was not confirmed.